Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that no change in the patient activity level or programming that may have led to charging taking longer and coupling boxes dropping. The patient also stated they just keeping adjusting. If they have a level of boxes filled, they have to adjust many times. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that it was taking too long to charge their implantable neurostimulator (ins). The patient stated that they would get six to eight coupling bars, usually six, but charging would take a couple of hours. The patient mentioned that if they moved slightly, it would go down to two or four coupling bars. It was noted that the patient would charge weekly, using the recharging waist belt and sticky tape. Instead of charging weekly, it was suggested that the patient could try charging twice a week to minimize the amount of time it takes to charge. It was noted that the issue started about a month prior to the date of this report. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and post lumbar laminectomy syndrome.